Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there were two instances of ventricular fibrillation requiring direct current cardioversion (dccv) each time, as a result of improper radiofrequency (rf) energy delivery. The procedure involved ablation in the left atrium (la) and then continued to the right atrium (ra) to perform cavotricuspid isthmus (cti) ablation. During rf delivery at the cti, noise was observed on the catheter, coinciding with the onset of ventricular fibrillation. The patient had a implantable cardioverter defibrillator lead in the ventricle that crossed the valve right at the isthmus. Multiple troubleshooting steps were attempted, including repositioning the catheter away from the implantable cardioverter defibrillator lead, which allowed successful delivery of the remaining rf lesions on the cti. The procedure was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afr-00001 catheter with lot number 0012643392 and image files were returned and analyzed. Review of the first image showed electrograms confirming ventricular arrhythmia after ablation. Review of the second image showed the catheter and the intracardiac defibrillation lead across the tricuspid valve via intracardiac echocardiogram (ice). During visual inspection, the catheter was found to be intact; no defects were observed. Tests on the catheter for shorts and mapping had passing results. The catheter was functionally tested using test capital equipment. Radiofrequency and pulsed field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported issue of ventricular fibrillation occurred during the procedure and was confirmed during data file analysis. The catheter passed the returned product inspection per specification, and there is no indication of a relation between the adverse event and a product malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.